Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a bruise under the lifevest equipment. Patient described the area as bruise. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised patient that they could wear gauze to protect the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.